Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient, cs300 intra-aortic balloon pump (iabp) screen was not working.

Event description:
It was reported that during use the cs300 intra aortic balloon pump (iabp) screen not working. There was no injury or harm reported.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h11. Corrected fields: h6 (health effect ¿ clinical code, health effect ¿ impact codes).

Manufacturer narrative:
Updated fields: b4, e1(initial reporter), d9, g3, g6, h2, h3, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) stated that customer hadn't issued a po, no service ticket. No other information available. In future if we receive any repair information will reopen and update the investigation.